Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic bent. Dimensional inspection found the lens within specifications. Functional inspection found the lens out of specifications. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -9.0/+3.0/097 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6)2020, the lens was exchanged with a same size, different model lens due to refractive surprise. The problem is resolved. The cause of the event is reported as unknown.